Event description:
It was reported that the patient received multiple shocks. No svt discriminators were turned on. At interrogation, several noise reversion alerts were received. It was believed the magnet reversion were likely due to the wandering magnet placed on the device. Clinically resolved by reprogramming.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.